Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message" (device displays error message). A customer reported receiving a system message. The footswitch was exchanged and the case was completed. There was a 10 minutes delay while the footswitch was switched out. There was no patient impact or cancellations reported. Additional information was received: the materials manager reported this event occurred during surgery.

Manufacturer narrative:
The facility called in to technical services and ordered a new foot pedal and cable. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).